Manufacturer narrative:
Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. The event of breast cancer is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Physician reported left side breast cancer as well as "moderate breast tenderness," and "severe animation deformity." Device has been explanted. See MFR # 9617229-2017-00326 for the right side.